Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red burn mark with peeled off skin. The patient¿s physician prescribed neosporin for the skin irritation. Outcome of the irritation is unknown